Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips lot 48462. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the one the customer reported was found in meter memory. (B)(4).

Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 323 mg/dl compared to a lab result of 129 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.